Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received an scs system on (B)(6) 2008. It was reported on (B)(6) 2011 that the patient is enrolled in a migraine study and has had a battery depletion. The ipg was explanted and replaced on (B)(6) 2011. Additional information has been requested and no further information is available at this time.